Event description:
Customer reported that during procedure, system displayed communication failure error message and would not take fluoro. Customer attempted several re-boots of system but could not regain system functionality. Upon inspection of system, found system would not complete boot process after 18 arrows. Rebooted system and system completed its entire boot process as normal and fluoro could be taken. No pt injury was reported.

Manufacturer narrative:
Reseated system fluoro functions board and verified 5 volts to board. Voltage was found to be lower than expected reading at 4.90 vdc. Adjusted voltage to 5.20. Conducted several system reboots and system booted successfully with no errors or failures. Systems operates as intended.